Event description:
It was reported that a system error 2240 occurred on the homechoice (hc) during dwell 3 of 4 while the home patient (hp) was connected. The hp stated that the supply bag fell and disconnected allowing air to enter the setup and, in turn, causing the alarm. The hp cycled the power in order to clear the alarm. However, the hc alarmed with system error 2367. The hp cycled the power again in order to clear system error 2367 and end the current therapy. The hp was going to do a manual exchange. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. The assignable cause of the reported issue was determined to be the supply bag fell and disconnected since it has the possibility of introducing air into the system and, in turn, cause the alarm. Initial evaluation confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.